Event description:
It was reported that before using one (1) bd vacutainer® k2e (edta) 10.8 mg plus blood collection tube, the customer noticed light orange spots in the bottle. No patient impact reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for eval- yes. D9. Returned to manufacturer on: 04-feb-2025. Investigation summary - bd received five (5) samples for investigation. Evaluation of these samples indicated yellowish edta clumps in the tube. Due to the size of the deposit, the additive has yellowed slightly upon irradiation. This is recognized as an aesthetic defect with no impact on the efficiency of the tube. Additionally, 100 retained samples were visually inspected, and edta clumps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd vacutainer® k2e (edta) 10.8mg plus blood collection tube, the customer noticed light orange spots in the bottle. No patient impact reported.